Manufacturer narrative:
Follow-up #1: date of submission 09/04/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/14/2015 with the following findings: a voltage drop along with a eaw 128 replace battery alarm and "por" event observed in black box on 6/29/2015. Battery cap is unable to fully tighten. Battery cap threads damaged. Battery compartment cracks observed in thread area and below grip pad. Evidence of moisture contamination inside battery compartment and on underside of battery cap. Due to battery compartment damage and moisture contamination, pump intermittently powers with returned battery cap. All testing performed with a test battery cap. Current draws are within specifications. No evidence of excessive pump temperature duplicated during investigation. Leak test shows leak at battery compartment crack. Removed pump case. No evidence of additional moisture contamination inside of pump. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - moisture ingress w/ dmg) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.